Event description:
On 12/dec/2022, fresenius became aware this 77-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the hospital due to confusion and a suspected stroke. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse [(pd)rn] confirmed the patient experienced a stroke on (B)(6) 2022 while undergoing ccpd therapy. The patient was reportedly confused, and the patient¿s spouse transported them to the emergency room. Radiological testing confirmed the patient did experience a stroke, and the patient was admitted to the intensive care unit (ICU). Although the pdrn is unaware of the specifics, the patient was also diagnosed with several cardiac issues (including requiring a pacemaker) and remains hospitalized. On approximately (B)(6) 2022 the patient¿s pd catheter (not a fresenius product) was removed, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd due to their critical condition, which required more rapid ultrafiltration. The patient remains hospitalized and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse events of stroke, characterized by confusion, which warranted hospitalization. The specific etiology of the stroke is unknown; therefore, causality cannot be firmly established. However, the peritoneal dialysis registered nurse (pdrn) reported the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Cerebrovascular accidents are common in the end stage renal disease (esrd) community due to a higher prevalence of risk factors such as hypertension, heart disease and diabetes mellitus. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 12/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the hospital due to confusion and a suspected stroke. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse [(pd)rn] confirmed the patient experienced a stroke on (B)(6) 2022 while undergoing ccpd therapy. The patient was reportedly confused, and the patient¿s spouse transported them to the emergency room. Radiological testing confirmed the patient did experience a stroke, and the patient was admitted to the intensive care unit (ICU). Although the pdrn is unaware of the specifics, the patient was also diagnosed with several cardiac issues (including requiring a pacemaker) and remains hospitalized. On approximately (B)(6) 2022 the patient¿s pd catheter (not a fresenius product) was removed, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd due to their critical condition, which required more rapid ultrafiltration. The patient remains hospitalized and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 12/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the hospital due to confusion and a suspected stroke. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse [(pd)rn] confirmed the patient experienced a stroke on (B)(6) 2022 while undergoing ccpd therapy. The patient was reportedly confused, and the patient¿s spouse transported them to the emergency room. Radiological testing confirmed the patient did experience a stroke, and the patient was admitted to the intensive care unit (ICU). Although the pdrn is unaware of the specifics, the patient was also diagnosed with several cardiac issues (including requiring a pacemaker) and remains hospitalized. On approximately (B)(6) 2022 the patient¿s pd catheter (not a fresenius product) was removed, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd due to their critical condition, which required more rapid ultrafiltration. The patient remains hospitalized and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).